Manufacturer narrative:
E1: completed facility name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed abnormal image colors. The issue was found before sedation during set up of laparoscopic surgery diagnostic procedure. It was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11. The device was not returned to olympus for inspection and therefore, a definitive root cause could not be determined. Based on the results of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.